Event description:
The ge oec 9900 fluoroscopy system displayed filament cal error code.

Manufacturer narrative:
A ge oec service rep investigated the issue and reloaded the configuration files and re-seated the gib pcb. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.